Event description:
Pt seen in ER for local reaction to use of infusion set. Pt reported that infusion set changed on 3/11 and experienced pain. Changed site on 3/12 and noticed original site had approx 1" area of redness and puffiness. Same evening, pt noticed area had become diameter of grapefruit with hard area of 1.5" x 0.5". Dr recommended visit to ER for evaluation.